Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture at the swage. The case was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.